Manufacturer narrative:
Submit date: 09/21/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states that the patient found a hole in the adapter which was causing leakage. The patient discovered the hole on (B)(6) 2015. The patient went to the facility on (B)(6) 2015 where cloudy effluent was found. The patient was treated with antibiotics to prevent peritonitis and cultures were sent to the lab. On (B)(6) 2015, patient still had cloudy effluent and it was confirmed that the patient had peritonitis. As a result, the patient was also in pain and went to the hospital. The patient was treated with an IV antibiotics on (B)(6) 2015. The patient went back to the hospital on (B)(6) 2015 still had peritonitis. The pd catheter was placed on (B)(6) 2011 and removed on (B)(6) 2015. The patient is transitioning to a hemodialysis catheter and is currently getting hemodialysis treatment at the hospital.

Manufacturer narrative:
An investigation was performed. Since a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The sample was not returned, therefore there is not enough evidence to determine what could cause this event. However the dfmea was reviewed in order to identify the possible root causes for the failure luer adapter leaking. The following potential causes were identified either in the fmea or in addition to this document: incoming inspection not performed, in-process inspection not performed, defective material, malfunction and/or misuse. With the available information it is not possible to confirm an exact root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. No further actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.